Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose was 472 mg/dl and had no delivery alarm. The customer stated that perform 5.0 unit fixed prime and insulin exited. Customer stated that cannula was bent. Customer also stated that she has not received any alarms from the pump. Troubleshooting was performed. The product will be returned for analysis.